Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. Advised the caller to remove the battery for five minutes and re-insert the battery properly, but the display did not return. The customer stated having this problem for two weeks, and he mentioned being hospitalized due to high blood glucose of 402mg/dl. The customer stated having pancreas issues. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Unable to complete down load due to several alarms noted in alarm history. The insulin pump received with corrupted history files. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No blank display noted during testing. The insulin pump functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.